Event description:
It was reported that the left carotid artery had a long and tight stenosis just after the bifurcation. The accunet 3-in 1 filter was placed without any problem and acculink stent was deployed without incident. Post-dilatation was performed with a viatrac plus balloon and inflated t0 8 atm to guarantee the stent was opposed to the vessel wall. An angiograph was performed and the result of the dilatation was very good without any dissection being observed. Another angiograph of the brain was performed and no problem was found and the patient was doing very well. There was a little difficulty in introducing the retrieval sheath (recovery catheter 2) to recapture the filter, because the tip was caught in the stent. After having torqued the recovery catheter, the filter basket was retrieved without any problem. All devices were removed successfully. Just after the end of the procedure, it was realized the patient was paralyzed on the right side and about a half an hour later, the patient was able to move their right leg. The physician did not think it was useful to do another angiograph. The patient presented a sudden right hemiplegia with asphsia. These neurological signs disappeared partially in three days, but not totally. The patient was scheduled for a CT scan. The patient was taking aspirin and ticlopidine for a few days before the carotid intervention. No add'l info was available.